Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one partial suture and one needle. The needle was broken at the swage of the needle. The partial suture remained attached to the broken off needle. Upon microscopic inspection, instrument marks were observed near the break site. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during subcutaneous suture, the needle broke from the root part of needle swage when suturing on the tissue. As the broken needle had fell into patient's body and could not be observed by eyes, the broken needle was found and taken out under fluoroscopic guidance. The procedure was completed with another device.